Event description:
"Caller alleged discrepant results compared with the lab."

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strips' accuracy and/or precision testing as part of the complaint investigation when meter is returned. Unable to perform retained strip test due to unavailable strips ln 080818b. As of today, no product is expected to return. No further investigation is possible. This failure mode will continue to be monitored to determine if future corrective action is warranted.